Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer assisted the customer in recovering the drawer and confirmed that the issue was resolved. The customer performed testing, and all tests passed successfully. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, not detected on bus and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.